Manufacturer narrative:
The reported issue of a keypad failure was confirmed via device history review; the device was found to have been returned for this issue and the keypad assembly (door with keypad) replaced to correct the issue in file (B)(4). The file was opened to document the issue that was reported. No further investigation of this issue is deemed necessary by cad. The cause of the keypad failure was not identified; however per the associated risk assessment ((B)(4)), the causes were identified to be related to aggressive cleaning habits resulting in fluid ingression damage and inadequacy in the circuit tale design for stresses from small bend radius of the circuit tail that may lead to crack traces. The alaris pump module is typically used for treatment. This file may be closed as a duplicate reporting of the same issue. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was patient involvement.

Event description:
It was reported that about six months into using the new pump modules, the end user began to take notice of consistent reports on restart buttons not functioning. At first, the issue was perceived as just routine failures and the devices were sent back to the manufacturer for warranty repair. However, the issue has continued and since preventive maintenance is being done for the second year on the involved devices, it was noted about 20% failure rate on the pump modules. Because of the broken restart buttons, keypad tests result to failure. Further more, it was stated that if this trend continues, over 160 pump modules at the facility will have failed preventive maintenance because of this single issue. The issue usually manifests only as a failure of the restart button, as the other buttons function as they should. There was no patient involvement.